Event description:
It is reported that during surgery in 2009, the surgeon fit the humerus for the trial component which seated perfectly. Upon inserting the implant it sat proud and only seated half way.

Manufacturer narrative:
Evaluation summary: the nominal fit of the implant to the bone preparation is intended to provide an interference fit condition to provide mechanical stability in the absence of bone cement. Depending on patient bone quality and the amount of bone removed, the remaining bone may not allow the implant to seat with normal impact forces in some cases. Based on the available information a definitive cause can not be determined. Evaluation: device history records indicate all components were manufactured and inspected to specification.